Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker determined that the device was end-of-life and unable to be repaired. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer has not provided stryker with any additional patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.